Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, the patient's infusion set's tubing had detached/broken at site connector prior to insertion. At the time of the event, her blood glucose level was approximately 91 mg/dl. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.